Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding (vaginal bleeding with iud (mirena)), irregular menstruation, vaginal itching, premenopausal menorrhagia, vulvovaginitis, malaise, fatigue, numbness in leg and bone spur. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2011 to (B)(6) 2013. Past adverse reactions to the above products included drug ineffective with mirena. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced dermatitis allergic ("allergy: rash / skin condition"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dermatitis allergic, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted: in pfs plaintiff claimed that she did not undergo confirmation test but in summons hsg results are provided. Patient received treatment for allergy: rash / skin condition, candida vaginosis, menorrhagia. As per pif post-removal complications -yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative. Ultrasound pelvis - on an unknown date: negative pelvic ultrasound. Iud in place, negative pelvic ultrasound. Normal uterus and ovaries. Small complex cyst right ovary? Hemorrhagic. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as depression, anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : events- "allergy: rash / skin condition, candida vaginosis, post removal complication" added. Case category updated to serious incident. On 6-may-2020: process with fu 4 : pfs received : no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.